Manufacturer narrative:
Check of the DHR: by checking the DHR of the lot #0403883, no pre-existing anomaly was detected on 68 liners manufactured with this lot, therefore we can state that all the components were manufactured up to specifications. The complaint source did not report any additional information regarding this revision surgery case, therefore we were not able to investigate the root cause of the event. Picture and explants were not provided to limacorporate, therefore we were not able to evaluate if wear occurred and the possible cause of the event. Considering the check of the manufacturing chart and the duration of the prosthesis (8 years of implantation), we cannot judge this case as product related. Pms data: on the basis of our pms data, revision rate of l1 liner (product code 1377.50.005÷050) due to wear is 0.11%. No corrective action implemented for this specific case. Limacorporate will keep the market monitored. Please, consider this report as initial-final MDR.

Event description:
Revision surgery occurred on (B)(6) 2017 due to wear of the poly liner (product code 1377.50.020, lot #0403883 - ster. 0500025). Primary surgery was performed on (B)(6) 2009. During revision surgery, the liner, the humeral head and the adaptor were replaced. The event was not reported to limacorporate initially. No further information available. Event occurred in (B)(6).